Manufacturer narrative:
Device powered up properly after battery installation. No frozen display noted and all buttons are functioning properly. Device passed the self test and the displacement test. Device was then monitored for a day. No frozen display or unresponsive buttons noted during testing and monitoring time. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had frozen screen and not functioning properly and no response from buttons. The customer¿s blood glucose level was unknown at the time of the incident. Troubleshooting was performed for frozen display. Customer was calling back after installing a new battery, monitoring the pump for 2 hours and frozen display was recurred. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. Customer stated that the battery part on the pump which was the metal contact was broken. The insulin pump will be returned for analysis.